Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 octrode lead kit, 90cm length; however, it is unknown which octrode lead kit, 90cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189ans, UDI: (B)(4), serial: (B)(6), batch: 7612265.

Event description:
It was reported that one of the patient's cervical leads had migrated. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.